Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol shot out of the automatic inserter immediately after the tip was put into the anterior chamber. Additional information was provided by the surgeon that the iol seemed to be implanted as usual, not rapidly, and iol hit to posterior capsule causing rupture. The initial surgery was completed without iol replacement and any other treatment.